Event description:
The customer called to report that she was experiencing unexplained high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer was advised to go to the emergency room or call her doctor if her blood glucose levels remained high. Called the customer back, and found that she called her doctor and he advised her to treat with manual injections. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.